Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer stated after her work out she ate and blood glucose went up to 326 mg/dl, she checked again it was 386 mg/dl then an hour later it was 400 mg/dl. Customer stated blood glucose stabilized after complete set change. Customer reported that the insulin pump alarmed no delivery during bolus delivery. Customer stated her blood glucose was 250 mg/dl. Customer stated she found the bent cannula during set change. No further information provided.